Event description:
It was reported that during a liver resection procedure, after using the device for a few minutes, the pad melted from the jaws. A new device was opened to complete the case. There were no adverse consequences to the patient reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.